Event description:
The customer contacted beckman coulter inc. (Bec) to report probe leak on the hmx autoloader instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye protection at the time of the incident. Patient samples were not impacted by this event. No injuries occurred and medical attention was not sought and no report of exposure to mucous membranes or open wounds. On the date of the event a bec field service engineer (fse) noticed that the rinse block was too high when rinsing the tip of the probe. The fse adjusted the rinse block travel height and placed locktite on allen adjustment screw to avoid slipping. The fse verified repair per established procedures. Root cause of the leak was attributed to the rinse block being too high when rinsing the tip of the probe.

Manufacturer narrative:
(B)(4).